Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was not known. During troubleshooting, the customer stated that the drive support cap was protruded. She did not recall pressing the cap while connected. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.